Event description:
Patient contacted the representative (rep) yesterday stating that they were able to adjust the intensity on the stimulator down, but wasn't able to move it back up. She noticed this happening on all of the programs on her stimulator. The rep set up an appointment to meet today. They tested the lead connections which were all green, and impedances. Impedance showed 25260 ohms on electrode 6, and 25830 on electrode 12. They had at least one program in all groups programmed on one of those electrodes. They were able to reprogram the stimulator around the high impedances without issue. Lead connection test was performed and showed that both leads are connected correctly. Impedance test showed high impedances on the 6 and 12 electrodes. The cause was unknown. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they met the patient again because patient was unable to increase stimulation intensity. We performed an impedance test and it was found that electrodes 2, 3, 6, 12, 14, and 15 are showing elevated impedances between 24000 and 25500. We were able to program around the electrodes showing high impedances.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.